Event description:
Caller reported a data error alert, specifically alert 4, which occurred after the pump ship date. The customer's blood glucose level at the time the issue was noticed was 292 mg/dl, which is within the acceptable range of 54 to 500 mg/dl. Technical support informed the caller that some history logs might have been erased, but the therapy remained unaffected. The customer acknowledged this information and decided to continue using the pump for insulin therapy.